Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the device intermittently cannot be exposed. The review of log files confirmed malfunction in ip-pc. Upon functional testing, philips engineer found that there was point error. The fse replaced power inverter. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that x-ray was not possible. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that point was failing. The point has been replaced and the system was returned to use in good working order.